Event description:
An exeter 44 0 stem was opened by the theatre staff. When opening the outer paper peel it was stuck to the inner paper peel which started to peel the inner paper peel. Due to the unusual situation, the sterility of the packaging was called into question. Another 44 0 stem was opened successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging seal involving an exeter stem was reported. The event was confirmed. The device and all of the packaging except for the shrink wrap was returned. The inner tyvek is delaminated. The outer tyvek and the inner tyvek have been completely peeled back showing that the seal flanges are compliant. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation concluded that the inner tyvek is delaminated when the outer tyvek is opened because the inner tyvek is stuck on the outer seal flange at the bottom right corner of the blister. The tolerance on the inner tyvek and the inner blister allows to 1-2 mm out of the corner seal flange. An nc has been raised to investigate this event further.

Event description:
An exeter 44 0 stem was opened by the theatre staff. When opening the outer paper peel it was stuck to the inner paper peel which started to peel the inner paper peel. Due to the unusual situation the sterility of the packaging was called into question. Another 44 0 stem was opened successfully.